Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2001 - the pt underwent repair of an incisional hernia with a composix kugel patch. On (B)(6) 2001 - office visit, follow-up, pt appeared to be healing well. On (B)(6) 2003 - office visit, physical exam revealed a palpable defect in the interior aspect of the midline incision and a palpable easily reducible defect in the lateral aspect of the appendectomy incision. On (B)(6) 2003 - the pt underwent repair of midline incisional hernia with rectus muscle flaps and a composix kugel patch. On (B)(6) 2004 - office visit, on physical exam-midline incision healed well, no signs of infection or seroma; the lateral aspect of the right abdomen does have a palpable bulge lateral to the appendix incision. On (B)(6) 2004 - the pt underwent an abdominal wall exploration, repair of abdominal wall with composix kugel mesh. On (B)(6) 2004 - office visit, follow-up wound is healed and there are no signs of infection or recurrence. On (B)(6) 2005 - the pt underwent repair of recurrent ventral incisional hernia with a kugel hernia patch. On (B)(6) 2005 - office visit, follow-up, pt is doing well.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified the composix kugel mesh was not a recalled mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. According to the medical records, it appears that the composix kugel mesh is still implanted. No product identifiers have been provided, therefore, no DHR review could be completed. Additionally, no sample has been returned for eval as it appears to remain implanted. Based on the info provided, no conclusions can be drawn.